Event description:
The customer reported to olympus, the instrument channel on the evis exera ii colonovideoscope tested positive for 48 colony forming unit (cfu) of gram-positive rods and one (1) cfu of gram-negative cocci. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer reported that pre-procedure device checked was performed. Pre-cleaning was performed less than 5 mins after the procedure. During pre-cleaning water was aspirated through the suction channel and auxiliary channel with suction pump until aspirated liquid became clear. The device forceps elevator was moved to raise and lower 3 times in the water during aspiration. During manual cleaning, leak test was performed, and the customer used mediclean forte (dr weigert) detergent with open channel brush to brush the instrument/suction channel, suction cylinder, and instrument channel port. The detergent was aspirated through the instrument/suction channel and brush inserted into the instrument channel from the suction cylinders. The forceps elevator was also brushed. The customer then flushed the air/water channel, instrument/suction channel, auxiliary channel, and forceps elevator according to the IFU. There was no manual disinfection of the scope performed. For automated endoscope reprocessor (aer) treatment, the medivator advantage (medivator) aer reprocessor along with rapicide 1 (medivator) detergent and rapicide 2 and pa (medivator) disinfectant was used. The scope was stored in a drying cabinet with removable parts detached. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation, and third-party culture results. The device was evaluated where no abnormalities were found that could have led to the positive culture. An additional event was noted where the air/water (a/w) tube was dirty. Another defect was noted where the bending section rubber glue was detached. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, no growth was detected and the results conformed to the regulation's recommendation. Regarding event 1: positive in culture test. We were not able to judge relation between the subject device and the event from the following investigation results. ·no obvious deviation from IFU was confirmed from the review of the reprocessing steps provided from the user. Regarding event 2: a/w channel was dirty. We were not able to specify occurrence cause of the event from the following investigation results: no deviation from IFU was confirmed on a/w channel from the review of the reprocessing steps provided from the user. No bacteria were detected from a/w channel in the result of the culture test, performed at the third-party labs. We were not able to judge relation between the subject device and the event 1 or the event 2 from the above investigation results. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.